Manufacturer narrative:
The customer¿s report of a crack and leak was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.449 inches long. The luer was inspected under magnification and no stress marks were observed. No cracks or damages were observed on the male luer collar. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The root cause of the crack was not determined.

Event description:
The customer reported that during infusion of dopamine a hair line crack was noted on the female luer resulting in leaking between the extension set and primary tubing. The patient experienced hypotension that was quickly corrected when the set was replaced. The event occurred in ccu.